Manufacturer narrative:
As of today, the leads are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between february 12, 2020 and august 12, 2024 recorded the stable rv pacing impedance around 250 ohms and a stable shock impedance around 80 ohms. The pacing threshold trend did not show any values. The programmed parameter was 3.5 v @ 0.75 ms. The analysis of the provided iegm episodes no. 94 from july 25, 2024 and no. 90 from may 17, 2024 revealed artifacts on the ff and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices become available for analysis, the investigation will be updated.

Event description:
It was initially reported that the additionally implanted protego df-1 promri s 65 (sn (B)(6)) was capped due to oversensing, impedance decrease and low sensing amplitudes. An update now indicates that this safio s 60 provided the pacing and sensing part which is why the electrical complaint is for this lead.